Manufacturer narrative:
During the inspection, no failure, apart the not current software, were found on the tc301. Also, the defects found during the repair in may 2024 could not be detected which excludes the dirt of camera head and iml socket as cause for the defect. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "tc 301 defective: the image flickers, the brightness goes on and off. It is impossible to perform the colonoscopy like this." It was furthermore stated that the patient was already prepared for examination, but since the examination could not be completed successfully, the patient had to be sent from the doctor's practice to a clinic right away so that the colonoscopy could be performed there. Since the examination could not be completed successfully at the doctor's practice and the patient had to be sent to a clinic, this case is deemed reportable.